Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia upon waking with a highest blood glucose of 280 mg/dl, which decreased to 221 mg/dl after the ilet delivered corrections; the user verified proper tubing function by disconnecting, performing a fill tubing and observing drops, then reconnecting and continued monitoring. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer-guided troubleshooting to assess infusion set integrity and tubing patency, with confirmation of drops during fill tubing and no leaks noted. Investigation of this case revealed no device alarms and no observable hardware malfunction, with hyperglycemia of unclear cause that resolved with device-directed correction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.